Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device changed out, the doctor replaced the pace sense portion of the lead due to gradually declining r waves. It appeared that the r waves were dropped from 10 mv at implant in a few years ago to 2.5 mv. The lead was capped and a new lead was replaced. No patient complications have been reported as a result of this event.